Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device alarmed and displayed error code 133.6080 for logic board. There was no patient involvement.

Event description:
It was reported, that the device received an alarm error code message. The error code displayed was 133.6080, for logic board. There was no patient involvement.

Manufacturer narrative:
The reported event of device had broken/damaged pcu was created, to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed, the device had a manufacture date of 17may2018. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed, for sn #: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The device has not been returned to service. Therefore, customer¿s reported problem cannot be confirmed. H3 other text: no product returned.

Manufacturer narrative:
Correction in e2, g2. Additional in d8, h6. The reported event of device had broken/ damaged pcu was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 17may2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device alarmed and displayed error code 133.6080 for logic board. There was no patient involvement.